Manufacturer narrative:
Additional information was received that the patient's spinal cord stimulator was not helping with her pain. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient's stimulator was not functioning. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's stimulator was not functioning. The patient will undergo an explant procedure.